Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure. Initial and final MDR (B)(4)- device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced two crimped cannula events on (B)(6) 2025. The symptoms were noticed three or more hours after insertion. The site was patient's thigh. The customer changed soft cannula infusion set only and resumed insulin. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 8021545-2025-00952. The initial MDR with manufacturing report number (8021545-2025-00952), was submitted on 7-may-2025. Upon receiving additional information, it was discovered that the lot number has been updated from unkown to 6008638. Additional information - this MDR is being submitted to include the below: d4: lot number.

Event description:
To date, additional patient or event details were received which have been added in h11.